Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had difficulty in reading the screen due to age of device and scratches. Customer also stated that the insulin pump had failed battery test, rejected new batteries, had to rewound more than once per reservoir change, unexplained or random no delivery alarms requiring set change every once in a while no harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.